Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported during a photo refractive keratectomy (prk) procedure for the left eye, the laser stopped at 18 percent due to a hard fault with the eye tracking system. The illumination light, attached to the eye tracking system also went out. After rebooting the system a scanner error displayed. The procedure was not completed. There was no harm to the pt and the surgeon plans to watch the healing of his eye before deciding to proceed with further treatment. Additional information has been requested.